Event description:
Caller reported that control-iq was not adjusting insulin delivery as expected, which resulted in low blood glucose levels, specific values were unknown but displayed as "low." The customer addressed the low blood glucose issue by consuming carbohydrates. Technical support completed a log review and found that the cgm sensor was not calibrating, causing the low readings. They informed the caller that control-iq was functioning as intended, and the caller acknowledged and understood the explanation.